Event description:
It was reported that the right ventricular (rv) lead showed non-sustained tachycardia episodes on t-wave oversensing (twos). One episode was long enough for t-wave discriminator to apply. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).